Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2017-36595. It was reported that there was an unknown malfunction on the device and the right ventricular lead. The device was explanted and replaced. Further information was requested but was not available.